Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the admiral xtreme sbi070040130 pta balloon, balloon deflation difficulties occurred, including the device being slow to deflate at the lesion site. The procedure was performed on the mid segment of the right superficial femoral artery, targeting a calcified and fibrous chronic total occlusion with little tortuosity and calcification, an artery diameter of 7 mm, and a lesion length of 40 mm. The balloon was inflated using a non-medtronic inflation device. A 0.018¿ non-medtronic guidewire and a 5fr sheath were used. No resistance was encountered when advancing the device, and no excessive force was used. The deflation issues were noted following the first inflation. The procedure was completed by deflating the balloon for a long time with several deflations and then removing it from the patient. There was no need to angioplasty the lesion again. No patient complications have been reported as a result of this event.